Event description:
It was reported that during a procedure, the system 9800 was unable to fluoro with a low ma error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The snubber circuit and the xray tube were replaced. The unit was fully calibrated. The system was tested and found to be working as intended and placed back into service.